Manufacturer narrative:
A ge service representative performed an on site investigation. The motion control unit and ps4 power supply were replaced during the service call.

Event description:
The customer reported that the 9900 system c-arm cannot move. No patient injury was reported.